Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Our supplier informed us that the defective sample was received. A crack along the cone of the heparin valve was observed. The crack is located on the line of the component that corresponds to the closure of the mold during the production of the component. The specific reason of this problem is unknown. The device history file of the product was reviewed but no defect was found. Our supplier already found and submitted another valve with the same characteristics. As corrective/preventive action: the new one way valve is waiting for approval.

Event description:
A distributor reported to baxter (B)(4) that a customer detected a hole/crack in one aqualine set during installation of the set and before patient use . The distributor reported that the issue is related to the female luer-lock connector at the end of the heparin line. There was no patient impact.